Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (1) 1cc, 12.7mm, 30g syringe in an open poly bag from lot # 0034114. Customer states that he could not get the needles to penetrate his injection site and as a result, the insulin leaked onto his injection site from pushing too hard. The retuned syringe was tested for point geometry, lube, and cannula od (specs: outer diameter for 30g: 0.0120¿-0.0125¿). The point was observed to be hooked, the od was measured as 0.0121¿, and sufficient lube was observed. The sample was also tested and was able to draw and expel properly. A review of the device history record was completed for batch# 0034114. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200874206] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hooked point). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (leakage). Hooked during use of the product by the customer.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle leaked during use. The following information was provided by the initial reporter: material no:328411. Batch no: 0034114. It was reported that insulin leaks when the consumer is trying to draw. The consumer stated it's leaking around the hub area. Also, he could not get the needles to penetrate his injection site and as a result, the insulin leaked onto his injection site from pushing too hard.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle leaked during use. The following information was provided by the initial reporter: material no:328411 batch no: 0034114. It was reported that insulin leaks when the consumer is trying to draw. The consumer stated it's leaking around the hub area. Also, he could not get the needles to penetrate his injection site and as a result, the insulin leaked onto his injection site from pushing too hard.